Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The olympus representative explained this event could be caused by the spring loaded switch inside the socket, but the customer said they had fixed it by pressing that switch before and having it come back out. The customer is going to send the device in for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time.

Event description:
The customer reported to olympus device front panel was flashing. There was no death or injury reported due to the event.

Manufacturer narrative:
Correction: d9, g2 (added company representative) h6 ¿ device not returned, therefore actual/suspected device was not tested. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: a) the failure could have occurred due to a temporary malfunction of the internal parts. B) the failure could be caused by the spring loaded switch inside the socket as described by the olympus representative. A definitive root cause cannot be identified as the subject device was not returned to olympus for evaluation. According to the olympus representative, the customer may not return the device as the user facility knows how to resolve the issue by pressing the switch and having it come back out. Olympus will continue to monitor the field performance of the device.